Manufacturer narrative:
To resolve the issue, the technician replaced the plastic cap and tabs. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the plastic cap to their alyon dual light detached and fell off. The sterile field was re-established and the procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and confirmed the reported event. Additionally, the technician found that two of the four tabs that secure the cap were damaged; however, the cause of the damage could not be determined. The device subject of the reported event is pending repairs. A follow-up report will be submitted once additional information becomes available.